Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in poor condition with the left and right plunger cases broken. A review of the event history log found that there was a check clutch/plunger lever error and there was no motor rate error. Functional testing involved flow and occlusion testing and was unable to replicate the reported issue. It was observed that the error was caused by the user releasing the clutch during an infusion. Based on the evidence, the root cause was attributed to a user issue.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported